Event description:
It was reported that upon programming a device into MRI protection mode, it was noted this right atrial (ra) lead exhibited high out of range pace impedance measurements. Boston scientific technical services (ts) was consulted and recommended further evaluation. No programming was performed. No adverse patient effects were reported. At this time, this lead remains in service.